Event description:
(B)(4).

Manufacturer narrative:
To evaluate the possibility of a malfunction additional information and the device have been requested but not received. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).